Event description:
The customer reported irregularity of the auxiliary water supply from the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, there was no water flow due to foreign material clogging the auxiliary water channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, there was no water flow due to foreign material clogging the auxiliary water channel. The deposit could not be removed from the device. In addition, the adhesive on the bending section cover was separated, a light guide lens was chipped, the connecting tube was buckled, the switch rubber on the switch box unit was scratched, and angulation was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as additional information could not be obtained from the user. The foreign matter could not be removed, and the identity of the foreign matter could not be identified. Olympus will continue to monitor field performance for this device.